Manufacturer narrative:
A failure analysis of the damaged probe face could not be performed because the transducer was not returned by the customer. As a result, the investigation is limited to the available evidence: a photograph of the damaged lens and the customer's description of the product's condition. For this particular transducer, the crescent-shaped indentations visible on the lens are consistent with the nozzle of a gel bottle being pressed or jabbed against the surface during gel application. Based on the evidence provided, the reported issue most closely aligns with customer-induced damage or misuse. There is no indication of nonconforming material at the time of shipment, nor any evidence of a design-related anomaly that would warrant further action. The manufacturer is submitting a final report at this time. If additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A customer reported their c10-3v intracavity transducer exhibited some damage to the lens tip area exposing a portion of the metal layer underneath. This probe is associated with the epiq elite ultrasound system. There was no patient or user harm. The customer's complaint was addressed by providing information for a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.